Event description:
The manufacturer received information alleging a ventilator service required alarm occurred while the trilogy evo, benelux device was in patient use. There was no allegation of harm or injury reported. During the evaluation of the device at third-party service center, an error indicating the device software detected a large pressure drop between the monitor and outlet pressure sensors discovered in the event log. The root cause of the errors found in log are caused by clogged filters in the unit. The technician replaced the device's flow sensor to address the issue. Additionally, the device's blower assembly, one in-line filter prox assy and in- line filter are contaminated and have been replaced. The connection cover is missing. The device's air foam inlet filter, muffler and particulate filter will be replaced due to the 4 year preventive maintenance procedure. The device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements.